Event description:
It was reported that during predilatation in the left external iliac artery, the 6x40 fox plus balloon was inflated to 10 atmospheres and after 60 seconds, the balloon ruptured. The device with balloon, was completely removed from the anatomy and a non-abbott stent was successfully deployed. A 7x40 fox plus dilatation catheter was advanced to perform post-dilatation and the balloon ruptured at 8 atmospheres after 15 seconds. The device with balloon was completely removed from the anatomy. Reportedly, the result of the procedure was good. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: everflex, dil cath: fox plus pta catheter (part ap14007, lot 659783). The fox plus pta catheter (part ap14007, lot 659783) indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the balloon, indicating a leak or rupture occurred while in the anatomy. The balloon was loosely folded, suggesting the balloon may have been partially inflated. The reported rupture was confirmed during functional testing. A new indeflator, filled with water, was used to pressurize the balloon when fluid began to leak out of a longitudinal rupture 3mm proximal to the distal balloon shoulder. The rupture was 1mm in length. There were multiple radial scratches at the distal end of the rupture suggesting that the balloon material failure may be attributed to mechanical damage to the outer surface. In this case, there was no report of leaks noted during preparation for use; suggesting that the balloon damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A second fox plus was used and also ruptured at the lesion site, further suggesting that the rupture was likely related to the lesion site. A conclusive cause for the balloon rupture and noted mechanical damage could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.